Manufacturer narrative:
Evaluation result: brake cams, drive link assembly, cotter pin.

Event description:
It was reported by service report that the brakes would not stay locked. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.